Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheal intubation tube was inflated and after a period of time, the nurse found that the airbag was leaking and could not be supported, and after taking it out, the water injection process found that the airbag was leaking. It was then replaced with a new one. There was patient involvement and no patient harm/adverse event reported.